Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported an unplanned laser treatment location during topo-guided photorefractive keratectomy (prk) treatment of the right eye. The postoperative examination confirmed the deviation of the treatment location. The patient does not currently have a visual acuity issue, the doctor is concerned that treatment issues are software related. Additional information received, the patient is reported to be over corrected. The patient is doing well and no additional intervention has been required.

Manufacturer narrative:
The median calculation for the y-value exceeded the limit of 1000m (1mm) and therefore the offset for the axis was set on 0. This is a known software constellation and is identified to be root cause for the event. However, there are several screens within the treatment planning sequence where the amount of the pupil-vertex distance is shown, so the operator can take measures accordingly. A contributing factor is therefore the missing check of values by the surgeon prior to procedure. The manufacturer internal reference number is: (B)(4).